Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced low blood glucose of 23 mg/dl and treated with glucose tablets. Customer was using the insulin pump within 48 hours of reported event but did not have pump on at the time because blood glucose dropped. Caller reported that customer lost the insulin pump and was requesting a replacement. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not wearing the insulin pump at the time of the low blood glucose and customer lost their insulin pump more than 48 hours prior to the low blood glucose reported.